Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed as high ventricular rate episodes. It was noted the lead also exhibited r-wave amplitude variation. The noise was reproducible in clinic. Programming changes were made. The patient was stable.